Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to deploy.  Investigation results: a visual examination of the returned complaint device found that one of the clip arms was broken and had signs of corrosion. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not deploy properly and was unable to fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not deploy properly and was unable to fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.